Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient called the clinic to report his implantable cardioverter defibrillator pocket was swollen and weeping fluid. The patient presented to the emergency department for a device check where it was decided the pocket needed to be revised and patient be put on prophylactic antibiotics. On (B)(6) 2020, the device pocket was addressed and revised. The patient was stable discharged.